Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet system, with cgm and fingerstick values concordant and a documented nadir of 49 mg/dl during a period of increased physical activity from household cleaning; the ilet provided a low glucose alert, the episode did not exceed 90 minutes out of range, and fast-acting carbohydrates were used for correction with glucose rising to 121 mg/dl by the end of the call. Symptoms included no reported hypoglycemic symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included customer interview, review of device-reported alerts, and troubleshooting and education regarding cgm target and hypoglycemia treatment. Investigation of this case revealed no device malfunction, with the event consistent with hypoglycemia of unclear cause potentially influenced by activity, and with appropriate device alerting and effective user correction. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.